Manufacturer narrative:
Result of investigation: the root cause was leaking o2 (oxygen) dosing valve. During ventilation with 30% o2 setting, the monitored o2 was at 60% and the vent was giving alarm "high o2 concentration". This is sign for a leaking o2 dosing valve. Checking the logs again, this is also visible on (B)(6) 2021 at 14:38:38. Set o2 was 30% while the fio2 (fraction of inspired oxygen) (calc) was reading 62%. Alarm 150 - "o2 concentration high" triggered immediately. Informed team about needed spare part (o2 proportional valve).

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and confirmed the reported no o2 dosing issue. Fsr replaced o2 cell and issue still persisted. Ran unit for 1 hour and tested o2, at higher percentages, fio2 worked fine. And 40% it was reading 60% and received high o2 concentration. Rebooted unit and received no dosing alarm again. The o2 proportional valve was replaced and performed tests, the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed no o2 (oxygent) dosing possible during patient use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.